Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: a, b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Auth daughter said her mother has a uti due to the purewick system not suctioning; however, she did not indicate whether any medical intervention was required. She said the pt was in the hospital for 42 days due to kidney deficiency and wasn't using the purewick system until recently. Auth daughter said that she has conducted troubleshooting including the water test - but that did not resolve the issue. As further troubleshooting, lms rep is sending a replacement accessory kit to see if that resolves the issue; if not, a replacement unit will be sent. Used with flex wicks. Per follow up information received on 18feb2026, it was reported patient experienced perianal dermatitis, uti and irritation. Sween cream application for skin irritation and antibiotic intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's daughter, said her mother has a uti due to the purewick system not suctioning; however, she did not indicate whether any medical intervention was required. She said the pt was in the hospital for 42 days due to kidney deficiency and wasn't using the purewick system until recently. The daughter said that she has conducted troubleshooting including the water test - but that did not resolve the issue. As further troubleshooting, lms rep is sending a replacement accessory kit to see if that resolves the issue; if not, a replacement unit will be sent. Used with flex wicks.